Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating they had an MRI for their constant falls. They had been working on an exercise bicycle in rehabilitation but kept stalling at the top. This stalling had occurred for at least 2 or 3 years. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating they had an MRI for their constant falls. They had been working on an exercise bicycle in rehabilitation but kept stalling at the top. This stalling had occurred for at least 2 or 3 years. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating they had an MRI for their constant falls. They had been working on an exercise bicycle in rehabilitation but kept stalling at the top. This stalling had occurred for at least 2 or 3 years. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.